Event description:
It was reported that, during a robotic laparoscopic radical prostatectomy while starting up the system, the arm threw a communication error and shut down. The data cable was unplugged and plugged back in and the issue was resolved. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to the following section: h2: fdd codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic radical prostatectomy while starting up the system, the arm threw a communication n error and shut down. The data cable was unplugged and plugged back in and the issue was resolved. There was no patient injury.

Manufacturer narrative:
H3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported arm cart assembly (aca). Review of the field service notes shows an initial review of the logs noted occurrence of an error ¿_arm[arm#] non-recoverable error_ ra j1 j2 position invalid¿. Global service engineer (gse) observed that robotic arm joint 2 (ra_j2) potentiometer was not working correctly. The field service engineer (fse) went on site and saw trouble between the ra_j2 potentiometer and ra_j12 sensor board of aca. The robotic arm setup arm (rasa) of the aca was replaced to resolve the issue. Evaluation of the device data indicates that the readings of the ra_j2 joint position sensor (jps) primary in the aca were marked as invalid for more than 10 milliseconds due to either a power supply error or a conversion timeout. No log messages exist prior the aca being restarted that would indicate that a communications error occurred. An error code ¿arm failure - non-recoverable - ra joint position measurements marked invalid¿ was observed. The logs also show that after experiencing the above aca error, the system experienced a failure in which the system reset count exceeded the system error count, as the error count had not yet been incremented for the aca error. This may have been interpreted by the user as a communications error and put the arm into a soft stop state, but was resolved when the aca was rebooted. An error code ¿error handler: excessive sc or system reset count fault¿ was also observed. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an issue between the ra_j2 potentiometer and ra_j12 sensor board of aca. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic radical prostatectomy while starting up the system, the arm threw a communicatio n error and shut down. The data cable was unplugged and plugged back in and the issue was resolved. There was no patient injury.